Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of a missing setscrew was confirmed via x-ray inspection of the header. The cause of the anomaly is due to a manufacturing error.

Event description:
It was reported that during implant the physician could not connect the rv electrode to the biv ICD. The physician suspects there is no set screw in the header. This device was not implanted.